Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the patient¿s cgm was reading 88 mg/dl, and the bg meter was reading 39 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient was confused and eventually lost consciousness. The patient¿s wife administered a glucagon injection to the patient and called emergency medical services. After glucagon administration, the patient regained consciousness after approximately 10-15 minutes. At an unspecified time after treatment, the patient¿s cgm reading was 109 mg/dl. There was no documentation of any medication or treatment being provided to the patient by ems, only monitoring of the patient¿s bg level and heart. There was no information that the patient sought assistance from a higher level of care. The patient was ¿okay¿ at the time of report. Data was evaluated for 01/30/2025 and the allegation was undetermined. Data was evaluated for 01/31/2025 and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid for 01/30/2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid on 01/31/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.